Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number and catalog number were not provided. A manufacturing review could not be performed as a customer account was not acquired to perform a search for lots on the shipped orders of cycler sets. Due to the limited information available, an investigation could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. No additional information was provided at intake. Follow-up with the patient¿s clinical manager (cm) revealed the patient experienced three episodes of peritonitis. Since then, the patient was transitioned to hemodialysis (hd) for renal replacement therapy (rrt). It was reported that the patient was still undergoing hd and is doing well. Subsequent attempts to obtain additional information (e.g., causality, patient demographics, organism, medication/antibiotic) have thus far proven unsuccessful.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. No additional information was provided at intake. Follow-up with the patient¿s clinical manager (cm) revealed the patient experienced three episodes of peritonitis. Since then, the patient was transitioned to hemodialysis (hd) for renal replacement therapy (rrt). It was reported that the patient was still undergoing hd and is doing well. Subsequent attempts to obtain additional information (e.g., causality, patient demographics, organism, medication/antibiotic) have thus far proven unsuccessful.

Manufacturer narrative:
Additional information: b3, b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty cycler, unknown fmc cassette, and the adverse event(s) of peritonitis. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. However, per the knowledge of this reviewer, the patient resumed using the same liberty cycler, as a replacement was not requested. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Based on the information available, the liberty cycler and unknown fmc cassette can be disassociated from the events. There is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event(s). Should additional information become available, the need for a clinical investigation will be re-evaluated and the file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. Additional information was not provided.